Event description:
Additional information received from the patient reported they met with the manufacturer&#38112;representative (rep) to have the device checked. Everything was working correctly and the issues with recharging longer than expected had basically been resolved.

Manufacturer narrative:
Concomitant medical devices: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that it was taking too long to charge. For the last 2 weeks, this had been occurring. His coupling was 3-4 boxes when it used to be 8 boxes. The patient was able to communicate with another external device. The implantable neurostimulator (ins) was stated to be tilted in the pocket. It was thought that the ins may have shifted; 1 edge seemed more prominent and the ins was sitting at an angle in the pocket. Follow-up was performed to determine if the patient had required further assistance and if they had any further concerns. This event will be updated if additional information is received.